Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to field: h5. Additional information added to field: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dust, dirt or foreign matter on the electrical contacts of the scope connector, or connection failure, etc. Causing temporary deterioration in the electrical connection with the system. After inspecting the scope, we found scratches, chips, and other damage at the a-rubber glue. Therefore, we presume that mechanical stress (load), such as being hit or dropped, was applied to the internal electrical circuit of the image sensor in the image sensor unit built into the tip of the scope, temporarily worsening the electrical connection, and adversely affecting the image signal output, making it unstable. The electrical connection with the system may be temporarily weakened due to an accumulation of electrical load (stress) caused by current passing through the image sensor mounted in the image sensor unit built into the tip of the scope and the electrical board inside the scope connector (including the electrical components mounted on the electrical board), accidental application of static electricity, or overcurrent caused by connecting or disconnecting the product while the system was on, which may adversely affect the image signal output and cause the image signal output to become unstable. In addition, we presume that the application of excessive current may have been caused by the connection and disconnection of the system while it was turned on, excessive current from other product or electrical wiring, or the adhesion of dust or moisture to the electrical contact points of the video connector and the system. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h4.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope did not display an image. The issue occurred during preparation for use. There were no reports of patient involvement.